Event description:
Caller reported a malfunction on the pump, with no notable events occurring prior. Malfunction did not cause blood glucose levels to exceed 500 mg/dl. Technical support assisted with resetting the pump, resolving the issue without recurrence, and instructed the customer to continue using the pump and call back if problems reoccur. They also initiated the renewal process for the customer, who expressed interest in moving forward.